Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive surgical reports or other source documents for review. As no item and lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient underwent hip arthroplasty on an unknown date. Subsequently the patient is being considered for a revision on an unknown day for loosening. Attempts to obtain additional information have been made; however, no more is available.